Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.

Event description:
As reported by the user facility: overinfusion. On the night of (B)(6), during the infusion of fentanest, which was infusing at 0.5 ml/h, it changed to 12.5 ml/h. They remove the pump from the patient and test it, according to the nurses who were there, the pump gave boluses. The infusion ended prematurely. No patient injury reported.